Event description:
A malfunction was reported on the pump by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, which successfully resolved the issue, and the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the malfunction recurred, although they declined to resume insulin therapy during the call.